Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac artery. A 8.0mm x40mm x135cm sterling¿ balloon catheter was advanced to dilate the lesion. However, during first inflation at 6 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with another 8.0-40/3.8t/135 sterling¿ balloon catheter. No patient complications were reported and the patient's status was good.